Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provide a sin gle-lumen catheter that was kinked along the body at 1, 8.5 and 10 cm from the juncture hub. Using a 10 ml syringe, water was injected into the catheter and a leak was observed from the kink located adjacent to the sleeve at the juncture hub. Microscopic examination revealed a crack in the catheter body. The provided instructions warn that care should be exercised so that the indwelling catheter is not inadvertently kinked at the hub area since kinking may weaken the catheter wall. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. Since it appears that the crack resulted from an inadvertent kink in the catheter body, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use, solution leakage was confirmed so the catheter was removed. After the catheter was removed, the user found a crack at the tip. As a result, a new kit was opened and the catheter was placed successfully. There was no delay in treatment. No death or complications occurred to the patient.